Event description:
The article, "in vitro assessment of coronary perfusion after valve-in-valve transcatheter aortic valve implantation in a high-risk patient-specific experimental model", was reviewed. This article presented a case study of an 84-year-old female patient. A 19mm trifecta valve was selected for implant on an unknown date for a surgical aortic valve replacement procedure. The device was implanted. On an unknown date the patient presented with progressive structural surgical aortic valve bio-prosthesis degeneration. In 2021 a valve-in-valve transcatheter aortic valve intervention (viv-tavi) was performed. A 23mm corevalve evolut was implanted. [The primary and corresponding author was francesca pericom, department of electronics, information and bioengineering, politecnico di milano, milan, italy, with corresponding e-mail: francesca.perico@polimi.it.]

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated d4 - the UDI number is not known as the lot numbers was not provided literature attachment: article titled "in vitro assessment of coronary perfusion after valve-in-valve transcatheter aortic valve implantation in a high-risk patient-specific experimental modelin vitro assessment of coronary perfusion after valve-in-valve transcatheter aortic valve implantation in a high-risk patient-specific experimental model"